Event description:
It was reported that patient experienced due migration of the right lead down two vertebral bodies. Attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected data, d6b - date of explant.